Event description:
It was reported that stimulation could not be adjusted. The caller observed an ¿in the box¿ icon on the patient programmer (pp), and was unable to communicate with the clinician programmer (cp). The manufacturer's representative (rep) reported that the patient was using the antenna locate feature. The rep was advised to perform a short physician mode recharge (pmr). The rep then checked the settings, and turned the stim on with the cp. Then, the rep confirmed operation of the pp. The rep checked the recharger and acquired six coupling bars. The system was working okay now, and the issue was resolved on the call.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).